Event description:
A surgeon reported a pt with an unexpected refractive outcome and a vision imbalance following an intraocular lens (iol) implant procedure. The surgeon reported despite a minor shift of axis, the pt has a large amount of astigmatism (5 diopters) nearly 100 degrees away from the original axis. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted in the eye. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. Completed questionnaire was not received. (B)(4).